Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: customer reported valve transition issues with 2 14f manta devices. A third device was utilized and deployed. No patient harm or medical intervention reported. Associated to: MDR 3010252479-2022-00024.

Manufacturer narrative:
Two manta 14f closure units were received. The devices were decontaminated then visually inspected. During inspection the engineer noted both manta handle closure units exhibited the lever not deployed. One manta closure was locked into the manta sheath. The second manta closure was unable to be tested without a sheath. Toggle positioning exhibited correctly on both units. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavr procedure, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated with: MDR 3010252479-2022-00024 manta.